Event description:
It was reported that depressing the bd syringe luer-lok¿ tip plunger caused it to turn "sideways" and "explode", leaking heparin into the consumer's skin. This occurred 3 different times during use. The following information was provided by the initial reporter: the home-patient (hp) contacted the home care service via phone to report that the syr 10cc ll tip cap removed (product code # ek7201, lot # unknown) and heparin, 10ml x 1000 iu/ml (product code # ek2100, lot # unknown) into his solution bag. The patient stated that when he is pushing the plunger down, the plunger turns sideways and explodes when depressed, thus leaking heparin into his skin. The hp stated that the plunger of the syringe turns side ways and causes the heparin to leak and sometimes on the patient, however there was no patient impact.

Manufacturer narrative:
H.6. Investigation summary no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are not necessary at this time. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 ((B)(4)), PMA / 510(k)#: k151766 ((B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that depressing the bd syringe luer-lok¿ tip plunger caused it to turn "sideways" and "explode", leaking heparin into the consumer's skin. This occurred 3 different times during use. The following information was provided by the initial reporter: the home-patient (hp) contacted the home care service via phone to report that the syr 10cc ll tip cap removed (product code # ek7201, lot # unknown) and heparin, 10ml x 1000 iu/ml (product code # ek2100, lot # unknown) into his solution bag. The patient stated that when he is pushing the plunger down, the plunger turns sideways and explodes when depressed, thus leaking heparin into his skin. The hp stated that the plunger of the syringe turns side ways and causes the heparin to leak and sometimes on the patient, however there was no patient impact.